Event description:
It was reported by the patient that he had been having problems with the lead, "the r-waves were dropping off." The lead was replaced. There were no reported patient complications as relates to this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.